Manufacturer narrative:
The insulin pump had a button error alarm and no button response due to corroded keypad traces. The pump was received with a minor scratched display window, a cracked case at the display window corners, a cracked reservoir tube lip, and a missing end cap sticker.

Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer stated that he just finished dinner and when he tried to put information in for a correction bolus, the pump would not accept it. Customer's blood glucose was 52 mg/dl at the time of the incident. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.